Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported the freestyle libre 2 sensor detached on day of application. The customer was unable to monitor glucose with sensor, and subsequently experienced shaking, sweating, and blurred vision. The customer self-treated with sugary food, then had contact with the healthcare professional who treated customer with glucagon injection. There was no report of death or permanent injury associated with this event.

Event description:
A healthcare professional reported the freestyle libre 2 sensor detached on day of application. The customer was unable to monitor glucose with sensor, and subsequently experienced shaking, sweating, and blurred vision. The customer self-treated with sugary food, then had contact with the healthcare professional who treated customer with glucagon injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the sensor patch. Observed adhesive was not returned. Since the adhesive was not returned, further investigation could not be performed. No malfunction or product deficiency identified with the returned sensor. If the adhesive is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.